Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was found down/unresponsive by family. At the time the patient was found, audible alarms were heard from the system controller. The power leads were connected to the patient (system controller-to-power module patient cable connection) but the power module patient cable was not connected to the power source (power module). The power module was connected to the wall (ac power). The family member connected the patient to battery power and the alarms reportedly ceased. The patient began breathing but was not responsive and was taken to the hospital by emergency medical services (ems). Upon arrival in the hospital, the patient was placed on hospital equipment.

Manufacturer narrative:
The patient remains ongoing on lvad support with no further issues. The power module was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.